Event description:
It was reported that during a thyroidectomy procedure, the min and max buttons would not work. The tech placed the instrument on the blue cord correctly and tried to run the test cycle. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Corrected information: the device was received with the device in good physical condition. The device could not be activated and when attached. Upon disassembly it was determined that one of the pogo pins was broken from the flexible carrier assembly. This caused the device to be non-functional. No conclusion could be reached as to how the pogo pin became broken.

Manufacturer narrative:
(B)(4).should the information be provided later, a supplemental medwatch will be sent. The device was received with the device in good physical condition. The device could not be activated and when attached. Upon disassembly it was determined that one of the pogo pins was missing from the flexible carrier assembly. This caused the device to be non-functional. It likely occurred during manufacturing and was not caused by the user.